Event description:
It was reported that the device gets hot during use in sterile processing at user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.